Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the sex root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2016) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), d6b, g3, g6, h2, h4, h6, h10,h11. Corrected field: a3 (sex) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st on (B)(6) 2016 and ventralight st on (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2016 ¿ patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of ventralex st mesh (device 1). Per op notes, ¿a hernia was dissected free. A ventralex st mesh (device 1) was placed into abdominal cavity and secured using sutures.¿ on (B)(6) 2022 ¿ patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent robotic repair with the removal of mesh (device 1) and implant of ventralight st mesh (device 2). Per op notes, ¿there were mild intra-abdominal omental adhesions in the periumbilical region to the prior mesh. Two recurrent incisional hernias around the umbilicus were noted. There was folded mesh with poor approximation to the abdominal wall. The prior mesh (device 1) was completely excised which caused chronic pain. The hernia defect was noted. A ventralight st mesh (device 2) was placed in abdomen using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st on (B)(6) 2016 and ventralight st on (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.